Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the vad coordinator contacted the MFR, stating that the pt was at home and was experiencing rate control fault alarms. The pt denied any fluid in the vent line. Pt was brought into the hosp where the alarms continued and then the pump defaulted into basal mode rate of 40bpm. At that time the pt was placed on a pneumatic drive console with a stroke volume limiter (svl). The hosp is going to send in waveforms to the MFR for analysis. The vad coordinator stated that he would attempt to actuate the pt electrically in a day or so. The pt remains stable. It is also planned to anticoagulate the pt.